Manufacturer narrative:
(B)(4). Advancer bypass. (B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. During the next firing sequence a short feed incident occurred causing a clip with gap; however, it could not be determined what may have caused this condition. The remaining clip was conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not deploy clips. A new device was used to complete the procedure. No other details were provided. There was no patient impact reported.